Manufacturer narrative:
The reported condition was not confirmed. The device was confirmed for an unrelated condition. The anvil is bent indicating the device was fired over excessively thick tissue.

Event description:
The product was used during a laparoscopic bullectomy procedure. Reportedly, the staples were missing. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.